Manufacturer narrative:
Patient's race and ethnicity were not provided. Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, there was no response. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration and was removed due to infection. The implant was extracted about 4 months after it was implanted into tooth # 25. The implant site had type 3 bone quality. The implant was placed in the previously grafted site. Granulated tissue was noted around the implant. The implant site was infected. The patient has history of smoking. The patient's status is reported to be satisfactory.

Manufacturer narrative:
The device was not returned; therefore, an analysis of the device could not be performed. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The root cause cannot be explicitly determined, since the complaint part (implant) was not returned for investigation. Inclusive dental implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Per the reported information provided, the patient had type iii bone quality, a thin layer of cortical bone surrounding medium-density spongy bone. Although, the root cause for failure to osseointegrate is inconclusive and specific to each case. Probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning is provided in the IFU "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." This event will be tracked and trended. Should the device be returned an investigation will be performed and a supplemental report will be provided.